Manufacturer narrative:
On march 16, 2023, mentor received confirmation that the patient experienced bilateral deflation and type of saline devices (375cc mentor smooth round moderate profile). Lot number information was not received for both sides. The following fields have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile". - field d4 for catalog number has been updated to "3501660". - field d4 for unique identifier( UDI) has been updated to "(B)(4)". This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old white female patient underwent primary breast augmentation with unknown size unknown saline implants smooth and experienced breast implant deflation on her right side postoperatively. The patient is scheduled for bilateral replacement surgery on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned sample sal smooth rnd diap 375cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve and a tear on the anterior view, measuring approximately 0.1 cm. The valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2023, mentor became aware that the replacement devices used were catalog number 3504254bc; serial number (B)(4) on the left side, and catalog number 3504254bc; serial number (B)(6) on the right side on (B)(6) 2023. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).